Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure.